Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed the red blood cell (rbc) results trending low on controls. The fse replaced the bsv, and lubricated the bsv housing to resolve the low rbc results issue. Failure mode of the event is attributed to the bsv which needed to be replaced. (B)(4).

Event description:
The customer reported obtaining low red blood cell (rbc) results on level 3 quality control (qc) samples from the coulter lh 780 hematology analyzer. The customer indicated that rbc results on other controls were also trending low. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.